Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 20 april 2024, it was reported by patient's mother that patient was new to the pump and while inserting the infusion set, it got kinked. Patient blood glucose level was 500 mg/dl and had ketones presence which was corrected bolus via pump. No further information available.